Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the use of femoral struts and impacted cancellous bone allograft in patients with severe femoral bone loss who undergo revision total hip replacement" written by m. A. Buttaro, j. Costantini, f. Comba, and f. Piccaluga published by the journal of bone and joint surgery vol. 94-b, no. 2, february 2012 was reviewed for MDR reportability. The article identifies two cases with depuy products and adverse events that received femoral struts and impacted cancellous bone allograft in conjunction with depuy products. No other depuy products were identified. This complaint captures the first identified case of (B)(6) year old woman in figure 2a where it is noted that a depuy liner showed poly wear of a duraloc cementless well fixed acetabular cup, and the liner was exchanged intra-operatively. She also had a failed charnley stem but the article does not clarify how old the stem was in order to clarify ownership of the product.